Event description:
The distributor reported on behalf of the user facility the following incident: the device was implanted into a pt, who is very sensitive to latex. The pt had a reaction. The user facility is requesting info on the device's materials.

Manufacturer narrative:
The device is not expected to be returned for evaluation. Additional info was requested from the distributor. An investigation has been initiated based upon the reported info.